Event description:
It was reported that during preparation for a coronary drug eluting stenting treatment procedure, stent damage occurred. While attempting to flush the 2.75x20mm taxus express2 drug eluting stent, the physician noticed that a stent strut was lifted up. The device was not used. The procedure was completed with another of the same type of device and the pt condition is listed as good. The lesion was located in the calcified and moderately tortuous left anterior descending (lad).

Manufacturer narrative:
Device analysis. The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not completed. The shopfloor paperwork for this batch was reviewed. All manufacturing and quality assurance testing was carried out in accordance with standard procedures. The shopfloor paperwork for this batch shows that the product met its specifications. The most probable root cause is considered handling damage.